Event description:
A report was received that the patient's ipg was depleting very quickly. Database revealed that the ipg exhibits premature battery depletion. The patient underwent an ipg replacement.

Event description:
A report was received that the patient's ipg was depleting very quickly. Database revealed that the ipg exhibits premature battery depletion. The patient underwent an ipg replacement.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficultly charging was confirmed. Sleep current was slightly out of the expected range. Depletion rate was higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in glop top which makes test points inaccessible, and troubleshooting to specific component level is not possible.